Event description:
It was reported that balloon ruptured occured. The 95% stenosed target was located in severly tortous and moderately calcified common illiac artery-external iliac artery (cia-eia), a 9.0mm x 20mm x 80cm (5f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmosphere the balloon was ruptured. The procedure was completed using. No known patient complication were reported.